Event description:
It was reported that the patient developed an infection and deceased. There is no known allegation from a health care professional that suggests that the death was device related. No further information was available at this time.

Manufacturer narrative:
(B)(6).